Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing due crosstalk noise recorded on the right ventricular (rv) channel. As a result, four inappropriate bursts of anti-tachycardia pacing (atp) were provided. Technical services (ts) recommended a further evaluation of the lead integrity. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing due crosstalk noise recorded on the right ventricular (rv) channel. As a result, four inappropriate bursts of anti-tachycardia pacing (atp) were provided. Technical services (ts) recommended a further evaluation of the lead integrity. This rv lead remains in service. No adverse patient effects were reported. Additional information was received, the patient received medical treatment for atrial flutter (af), and further monitoring was recommended. This rv lead remains in service. No adverse patient effects were reported.